Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured upon implantation.

Event description:
Healthcare professional reported the reason for new device opened and discarded/destroyed is noted as "ruptured upon implantation." Device was not implanted.

Event description:
Healthcare professional reported the reason for new device opened and discarded/destroyed is noted as "ruptured upon implantation." Device was not implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of broken device was received on april 02, 2020 with lot number 3399206. Analysis of the returned device identified; opening curved and underweight. A visual and microscopic analysis was performed which identified; missing shell (0-25%) and striated opening on anterior. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.